Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. It was noted that the noise had high amplitudes. The physician suspects the noise is due to a bad lead and asked about technical services (ts)'s thoughts about reprogramming as the physician does not want to replace the lead. Ts provided their insight and risks of keeping the lead. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).